Event description:
On 12/13/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user accidentally forced a full cartridge into the ilet device, causing a significant amount of insulin to be delivered. Approximately 30 minutes prior to the call, the user's blood glucose (bg) was 230 mg/dl, which dropped to 60 mg/dl during the incident. The user, assisted by their brother and mother, consumed 8 oz of orange juice to address the low bg, which subsequently stabilized at 86 mg/dl. The user reported feeling fine at the time of the call. The user had eaten pasta and a banana before the incident, but did not meal announce. This was the user's first supply change after initial ilet training on (B)(6) 2024. A live video training was scheduled with the cds to review proper supply change procedures. Tutorial videos were also sent to the user's brother for additional support. No professional medical intervention or immediate health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.